Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a stuck button error alarm. The customer declined troubleshooting for stuck button alarm. Customer stated they experienced high blood glucose. Blood glucose was 22.3 mmol/l at the time of event. Customer was neither in emergency room, nor admitted into hospital, nor emergency medical service was dispatched as a result of high blood glucose. Customer was not using insulin pump system within 48 hours of reported event. Customer did not report any symptoms related to high blood glucose. The insulin pump will not be returned for analysis.